Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (case damage w/moisture: battery compartment) issue. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/05/2017 with the following findings: on examination, there was moisture inside the battery compartment. The battery compartment was confirmed to be cracked and leak testing revealed moisture ingress into the battery compartment at the site of the cracks. The pump did not power on for testing due to rust inside the battery compartment. There was no evidence of moisture in the pump¿s interior compartment.